Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced abdominal pain, erosion, urinary problems, vaginal scarring, incontinence, recurrence of prolapse, incontinence, infection, neuromuscular problems, leg weakening and pain on thighs. It was reported that patient underwent sling revision and cystoscopy on (B)(6) 2012 due to pelvic pain with possible mechanical complications of implanted device. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2015 by (B)(6) at the (B)(6) hospital of texas due to pain and mechanical complication of implanted device.

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2015 by (B)(6) at the (B)(6) hospital of texas due to pain and mechanical complication of implanted device.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.